Manufacturer narrative:
(B) (4).

Event description:
Reported by the complainant as follows: flexiseal inserted on (B) (6) 2010 for loose stools resulting from lactulose. No rectal procedures performed prior to insertion. Denies any peri-rectal/peri-anal abnormalities/hemorrhoids prior to insertion. At 0830 on (B) (6) 2010, copious bright red bleeding was noted. Flexiseal balloon was deflated of 45 cc water and then removed. A lower scope was performed with discovery of ulcers. Epinephrine injection administered; clips were applied to stop bleeding. Hct went from 25 down to 22 in a 3 hour time. Transfusion was administered. End-user spent 1 additional day in ICU and is now stable.